Event description:
During spinal surgery head tong device was used, the doro head clamp displaced causing a 10 cm long lacerations to the left side of the patient's head. This was closed with staples.